Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. Visual and microscopic inspection identified that the main coil had the coil arm detached, and it was bent and stretched near the coil arm section. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 21jan2026. It was reported that the coil could not be advanced from the catheter. A 15mm x 40cm interlock .035 coil was selected for use in the ovarian vein embolism. During the procedure, it was noted that the coil could not be advanced from the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached coil arm.